Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 coils (pc400 coils). During the procedure, the physician advanced a px slim delivery microcatheter (px slim) through another manufacturer's angiographic catheter, towards the target vessel and then attempted to advance a pc400 coil through the px slim; however, the physician experienced difficulty and the pc400 coil was unable to advance. Therefore, the physician removed the pc400 coil and continued the procedure by successfully deploying and detaching two new pc400 coils into the target vessel using the same px slim. The px slim was then removed and the procedure was completed using another manufacturer's coils and the angiographic catheter. The physician did not use the px slim with the other manufacturer's coils because it was not compatible with the coils. There were no issues with the px slim during the procedure. Additionally, there was no report of an adverse effect to the patient.